Event description:
It was reported that during a da vinci-assisted esophagectomy procedure, an instrument could not be recognized on arm 3. It was reported that the customer received a message indicating that the drape was "bad" but the message disappeared. The customer reportedly tried to reseat the sterile adapter (sa) but the instrument could still not be recognized. The customer contacted technical support to report the issue. The technical support engineer (tse) advised the customer to check the drape and reseat it again but the issue reportedly persisted. The tse advised the customer to check another arm and the customer confirmed that the instrument could be recognized on arm 1. The customer also confirmed that another instrument and endoscope could not recognized on arm 3. The tse then advised the customer to replace the drape. The customer stated that they will do so soon then call technical support back later. The customer then called technical support back to report that they replaced the drape but the issue persisted. The tse advised the customer to do hard power cycle with emergency power off (epo). According to the customer, the tse's suggestion was implemented but the issue was not resolved. The tse asked the customer what message appeared on arm 3 and the customer reported that only the instrument could not be recognized. The customer did not provide more details and reportedly decided to convert the procedure. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted that the sensor which recognizes the arm drape's sterile adapter was stuck and could not recognize the sa. As a result, the instrument could not be recognized. The fse replaced arm 3 to resolve the issue. Additionally, the fse replaced axes controller spar button 1 (acsb1) to unify the brightness of the light emitting diodes (led)s. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The usm was returned for failure analysis and the reported instrument recognition issue (with 22020 error) was confirmed/replicated. The unit was found with a stuck presence pin #2. Pressing down the #2 presence pin was not actuating/releasing. An in-house system generated an error message of an instrument recognition issue. The stuck presence pin #2 caused the reported issue of instrument recognition from the field. The long presence pins on the carriage was going to be replaced as a fix to the reported problem.